Event description:
It was reported during knee arthroplasty that when the surgeon trialed the tibial articular surface provisional, the device fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the returned provisional exhibited signs of repeated use (nicked/gouged) and the post had fractured off. Optical microscopy of fractured tibial articular surface provisionals (tasps) has revealed hackle marks, river lines and striations consistent with low cycle fatigue culminating in bending overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.